Event description:
It was reported the patient could not feel stimulation and had a return of symptoms. An attempt was made to increase stimulation using the patient programmer (pp), but the patient could not feel stimulation, where she normally would feel stimulation after a few ¿beeps/increases.¿ it was reported that stimulation was thought to be turned up to the maximum ¿ 10 volts. However, it was reported that the triple beeps that occur when the maximum is reached were never heard by the pp operator. Further, it was reported the patient¿s symptoms began after an unrelated medical procedure. The patient had knee surgery on (B)(6) 2013, prior to which symptoms were noted to be ¿fine.¿ it was reported the patient¿s therapy problem ¿may have been noticed after this surgery.¿ it was reported that the pp read a solid green light for the implantable neurostimulator (ins) battery and that the ins was on at the time of current report.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0527104v, implanted: (B)(6) 2005, product type: lead. (B)(4).